Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken chain on the helium tank valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the helium tank valve knob. The fse performed a complete pm with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.